Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and requested that the case be closed without follow-up from technical support.